Event description:
It was reported that during a procedure, the fiber broke. The physician believed there might have been forceful flexion of the component. The procedure was completed with this fiber. There were no patient complications.

Event description:
It was reported that during a procedure, the fiber broke. The physician believed there might have been forceful flexion of the component. The procedure was completed with this fiber. There were no patient complications.